Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inoperative" error code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. The bipap a40 system silver (r1111177) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.